Event description:
It was reported that as the surgeon inserted the cc4204a collamer plate lens, the lens tore upon insertion. The lens was removed and replaced without any pt injury. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
(B) (4): eval results (other): visual inspection of the returned product showed tears in both the optic and a haptic. (B) (4).